Manufacturer narrative:
(B)(6). The device was manufactured between march 14, 2019 - march 20, 2019. The actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs which revealed that the bladders were ruptured. The reported conditions were verified. Due to the nature of the samples, no additional tests were performed. The cause of the conditions could not be determined. A batch review was conducted and there were no deviations found related to these reported conditions during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon (bladder) of two (2) small volume intermates ruptured vertically during the filling process of the compounding stage. The units were injected with 0.9% sodium chloride. This issue was identified prior to patient use, there was no patient involvement. No additional information is available.